Manufacturer narrative:
A ge representative evaluated the system and made adjustments. System operates as intended.

Event description:
The customer reported the system displayed a black screen and will not turn on. No patient injury was reported.